Event description:
Tube collapsed during the surgery causing difficulty to ventilate the patient.

Manufacturer narrative:
The patient had to be re-intubated.interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. Complaint was confirmed with additional photos customer supplied. The root cause is likely something with the patient's anatomy- serious angulation and a very anterior larynx with full head extension, or tumor in the airway. This is now considered to be the root cause, given the additional photos of the part from the customer. Risk assessment performed with RMA-20024b determined a severity rating of 7. Complaint sent to supplier with additional info. Reviewed the complaint history for the part and there's no trending issue. Sent resolution to the customer.

Event description:
Tube collapsed during the surgery causing difficulty to ventilate the patient.

Manufacturer narrative:
The patient had to be re-intubated. Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia.